Manufacturer narrative:
(B)(4). The analysis results found that the device (a and b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances

Event description:
It was reported that during laparoscopic removal of prostatic gland procedure, air leaked with hissing sound in about 2 hours. No leak was confirmed when a forceps was inserted into the device, but air leaked when a forceps was removed from the device. The event occurred in each device. The device was used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.